Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Customer alleged that there is no alarm when there is not any breathing.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the auto pulsing was on and unit was not alarming when there is no breath , which confirmed the original complaint issue. However, the underlying cause could not be determined.

Event description:
Customer alleged that there is no alarm when there is not any breathing.